Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Upon inspection, the device seals were both intact, the top and bottom cases are in excellent condition. No visible contamination. The device history report showed primary audible alarm bgnd test found in ehl. The device was tested using the power up and performed infusion / occlusion test. Testing was unable to duplicate reported problem. Error found in ehl. Interconnect flex cable was connected to the main board and glue was intact on j9 connector . The root cause is unknown. According to trouble shooting chart page # 55 on mf4000 service manual doc# as10014940-001 background self-test sensed no current flowing in the primary speaker. No external damage or contamination to interconnect board or speaker. Glue was intact on inter connect flex cable j9 connector. The tech replaced speaker and interconnect board as preventive measure. Power up process and all the functional tests passed. This remediation MDR was generated under protocol (B)(4) , as a result of warning letter cms# (B)(4).

Event description:
It was reported the device was having primary audible alarm. No patient injury reported.